Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called due to his low blood glucose of 20mg/dl. The spouse stated that while he was watching tv, the wife told him that supper is ready, but he was not responding and the paramedics were called. The caller stated that sometimes his blood glucose drops with no reason. No further information was provided.